Event description:
It was reported that impedances greater than 4,000 ohms were measured during a stage two implant on the day of this report. The following impedances were measured: c-0 was 4,000 ohms, 1-3 was 4099 ohms, and 0-1, 0-2, and 0-3 were greater than 40,000 ohms. The high impedances were affecting the patient¿s left side. Stage one on the left side was done on (B)(6) 2014 and the right side was implanted on (B)(6) 2014. The patient¿s initial programming was scheduled for the week of (B)(6) 2015. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389, lot# unknown, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3389s-40, lot# va0nesh, implanted: (B)(6) 2015, product type: lead; product ID 3389s-40, lot# va0nmzp, implanted: (B)(6) 2015, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. The initial MDR was filed as manufacturing report #3007566237-2015-00132. Additional review showed the correct manufacturing site was site #(B)(4).

Event description:
Follow-up received from the healthcare provider (hcp) reported that the impedances greater than 4,000 occurred intra-operatively. The cause of the impedance issue was not determined, so it was unknown if it was device related. Reprogramming was performed and the patient recovered without permanent impairment.